Event description:
It was reported that during an unknown procedure, the 6tb45 could not fire with the tr45w. This was the second firing of the device. They changed to an ats45 and still could not fire with a new tr45w. Then the surgeon changed another tr45w but the ats45 still could not fire. At last the surgeon used suture to ligate the vessel to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged shrouds, incomplete interrupted cycle the analysis results found that the ats45 device was received with the clamping and firing mechanism damaged. The returned device was noted to have the handle shrouds slightly separated which caused the internal components to lose their internal position. A tr45w reload was loaded on the device partially fired 1/2 which indicates that the device's firing cycle was interrupted. Additionally a tr45w cartridge reload was present in a separated bag, it was noted partially fired 1/2 and with normal lockout. Note that when firing the device makes sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.